Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. (B)(4): user's test strip had poor storage according to the complaint.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed by customer on (B)(6) 2015 at 11:00am produced result of 409 mg/dl. The product is not stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed (date / time not set): (B)(6). Adverse event not reported.